Event description:
It was reported that during a in-clinic follow-up, the impedance and sensing had decreased. Also noted the threshold had increased. Fluoroscopy was inconclusive. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.